Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative replaced the touch screen to resolve the issue. The defective touch screen was returned to livanova deutschland for further investigation. During the evaluation the reported issue could not be reproduced. The device worked according to its specification. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) touch screen did not respond during procedure. There was no report of patient injury.